Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds and high and undefined impedance. Multiple positions had been tried during the procedure but acceptable parameters could not be obtained. The pacing lead was replaced. No patient complications have been reported as a result of this event.